Manufacturer narrative:
(B)(4). Batch # l53m3e. Additional information was requested and the following was obtained: please clarify what is meant by, staples closed at stomach without stapling between the esophagus and. This is not clear. Staples were closed at stomach, but the stomach and esophagus were not fired together. Where within the gap setting scale was the orange indicator prior to firing? In green zone. What confirmation was received that the device was fully fired? The click was heard for clarification, were there any staples missing from the staple line? No. For clarification, what was the shape of the staples (b-formation, irregular, legs straight)? B-formation. Did the device cut? Yes, but partly. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? The tissue was, but not as donuts. If the device fully cut, were both donuts complete? Was a leak identified? No. Did the patient¿s post-operative care change? No. What is the current status of the patient? Na. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lewis esophageal resection procedure, for the anastomosis between the esophagus and stomach, the head of circular stapler was introduced in esophagus, for the imposition of purse-string suture the device has been led through the stomach, the head was docked with the device, then pulled to the head unit, making sure that the indicator was in the green zone. The needling was performed, however, it was found that the anastomosis is not formed. According to the surgeon review staples closed at stomach without stapling between the esophagus and stomach hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported. Patient is in stable condition.